Event description:
It was reported that, the patient was disconnected from the 980 ventilator in order to carry out a procedure. In the moment that the clinician attempted to reconnect the patient to the ventilator, an error message was generated. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se calibrated the flow sensors. The se performed extended self-testing on the device and all tests passed.